Manufacturer narrative:
The field service representative (fsr) arrived to perform preventative maintenance (pm) on the cooler heater unit. The fsr tested the unit and could not duplicate the reported issue. The fsr replaced the cardioplegia (cpg) printed circuit board assembly (pcba) board and tested. The pm was completed per procedure and the unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the cardioplegia works, but the light would not come on. The cooler heater unit continued to function. The front panel had no light but pump came on when the button was pressed and there was no alarms. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss of or no adverse consequences to the patient.